Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was feeling sick and was vomiting on (B)(6) 2020. Customer had not been using the continuous glucose monitor (cgm) to monitor blood glucose (bg), as customer had run out of sensor supplies. Customer passed away the following day. Cause of death was reportedly due to diabetic ketoacidosis. No autopsy was performed and no additional information was provided. Tandem is in the process of retrieving the pump from the coroner¿s office, and an evaluation of the pump will be performed upon receipt. The results of the evaluation will be communicated when completed.